Event description:
Inbound, pt reports lightheadedness for less than 1 hour after climbing stairs, and has found leaking at connection of cadd extension tubing and ultrasite cap. No further details provided. Cadd extension tubing, lot 3633221, exp date 06/04/2023. Diagnosis or reason for use: pph. Is the product compounded? No. Is the product over-the-counter? No.